Event description:
It was reported that during a cardiac ablation procedure using the sheath, several issues were encountered. Initially, big bubbles were observed in the side port of the sheath during aspiration. Attempts to aspirate these bubbles resulted in them becoming larger. The sheath was replaced. During the first freeze, a loud bang was heard from the sheath handle rendering it unsteerable. The sheath was replaced again. During aspiration of the third sheath, big bubbles appeared in the side port. The bubbles became even bigger by trying to aspirate them out of the side port. The bubble were eventually able to be aspirated. The was able to be completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 12fcc13 (lot: 0012474961); product type: 0629-flexcath sheath; implant date n/a; explant date n/a. Product ID 12fcc13 (lot: 0012474961); product type: 0629-flexcath sheath; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012474961 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.07999 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.00736 psig and in an acceptable range (should be between -0.3 and 0.3 psig). In conclusion, the reported issue of "air ingress" was not confirmed through data analysis and testing. The sheath failed return inspection due to a kink on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.